Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Invalid episodes were noted.

Event description:
It was reported that an "invalid data" message was observed on the device. The device remains in use. No patient complications have been reported as a result of this event.